Event description:
Additional information received from a manufacturing representative reported the representative was not sure if the health care provider (hcp) bent the tip of the lead or of it was out of the box. The manufacturing representative thought the lead was bent before removing it because the lead never made it to the insertion cannula.

Manufacturer narrative:
Concomitant medical products: product ID neu_stylet_acc, product type: accessory. Analysis of the lead found the distal end of the lead was bent (new out of the box). The lead tip was bent and the molded tip of the lead appeared to be off center. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event.

Manufacturer narrative:
(B)(4).

Event description:
A manufacturing representative reported that during a revision there was a lead issue and the lead appeared to be damaged. The lead appeared to be bent so a different lead was used. No patient was involved. The cause of the event was not reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.